Event description:
User receiving low sodium results for several days. It was estimated that 5-10 patient samples were involved, but an exact number was not given. One example was provided. Initial result 132 mmol/l, repeat 139 mmol/l. Initial result was not reported. The field service representative determined the cause to be the air mix and dry pressures for the ise module and adjusted them.